Manufacturer narrative:
One cadd legacy 1 pump was returned for the evaluation of the reported issue. A DHR, device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event history log, ehl, showed no evidence of the reported issue. The device was started in application, no problems found with beeping. However, the downstream sensor will be replaced as a preventive measure.

Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that the device was beeping continuously. There was no patient, or clinician injury associated with this occurrence.